Manufacturer narrative:
Patient identifier multiple = (B)(6). A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The abbott ambassador discussed fa07mar2019 product correction letter with customer. The following patients alinity I troponin results were <10.0ng/l. On (B)(6) 2018 sid (B)(6) and sid (B)(6) were generated during validation testing and not for individual patient management. On (B)(6) 2018 sid (B)(6) was a control sample result. On (B)(6) 2018 sid (B)(6): the biologist reviewed the patient medical file and this patient was hospitalized for pneumonia and the troponin was not relevant for his medical diagnosis and had no further influence. Sid (B)(6): the biologist reviewed the patient medical file who was hospitalized on (B)(6) 2018 for cardiac issues. Patient had a nstemi as on (B)(6) 2018 troponin = 428 ng/l / (B)(6) 2018 = 1618 ng/l. On (B)(6) 2018 the patient was discharged so the troponin results had no further impact on the patient or treatment. Sid (B)(6): the patient was in the emergency room on (B)(6) 2018 for vertigo with syncope. The patient is known to have degenerative valve disease and aortic stenosis. The final diagnosis for the patient is progression of aorta stenosis. No signal of cardiac failure, therefore, the troponin result was expected to be negative. There was no adverse impact to patient management.